Manufacturer narrative:
It was reported that several surgiphor bottles cracked during mid case. No patient/user injuries reported. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Note, the date of event (26-sep-2025) is considered to be a best estimate based on the date of awareness. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several surgiphor bottles cracked during mid case. No patient/user injuries reported.